Event description:
The customer reported to baxter of an unknown quantity of unspecified IV tubing in which a no flow was detected after spiking unspecified IV bag for use with unspecified pump. No patient involvement is reported. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.